Event description:
Information was received from the healthcare provider (hcp) reporting regarding a patient receiving unknown intrathecal medication at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported by the hcp that the patient was "overdosing" and they were looking to shut off the pump. Hcp asked if an ICD magnet would stop the pump. Hcp said they were getting ready to intubate the patient so they would like it off as soon as possible. He said they were already contacting the company representative (rep). The hcp indicated he had to go to help the patient- did not attempt to ask further question. Additional information was received from the patient and they mentioned they were still out of it for about a day when all this stuff was going on and they still had to trach his throat.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.